Manufacturer narrative:
Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Scratched lcd window, cracked display window corners, cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was having high blood glucose. Customer was on her third replacement device. Customer's blood glucose was over 500 mg/dl. Customer wanted the device replaced customer agreed to return the device for analysis.